Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device mat gave detection. Counts were correct and confirmed. Did not get a clear scan with the mat so used the wand room scanner and received a clear scan. Non-medtronic bed was used. The procedure was completed by using wand to scan the patient. There was no patient injury.